Event description:
The customer reported that the insulin pump alarmed no delivery. Customer changed her infusion set and got no delivery alarm during bolus. Customer's blood glucose was 296 mg/dl. Customer was not home to troubleshoot. Advised the customer to change her infusion set and report back to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.